Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose during hospitalization. The customer blood glucose level was over 500 mg/dl. The customer stated that he was hospitalized due to the car accident and during hospitalization he experienced high blood glucose. The customer was treated with insulin and he was on his insulin pump. Customer also mentioned that the insulin pump had scratches on lcd screen. Customer was able to read the display of insulin pump. The insulin pump will not be returned for analysis.